Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use sphincterotome's cutting wire broke during retrieval. This occurred during an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with the device. There were no reports of patient harm.

Manufacturer narrative:
Corrections: h6: codes f05 and a25 were added erroneously and are not intended to be included with this report. Code f26 has been added. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.